Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that a lead dislodgement was suspected, but there were no clear signs of lead dislodgement. The patient was hospitalized. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that a lead dislodgement was suspected, but there were no clear signs of lead dislodgement. The patient was hospitalized. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.